Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed internal leakage test failure has been caused by malfunctioning air gas module. The technician check the gas module and concluded that water was present inside air module, which has been traced back to the hospital central air supply. After repairing air gas module by third part service the issue has been solved. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref #: (B)(4).